Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a reoperation for bleeding at the outflow graft aortic anastomosis. Hemostasis occurred with pledgets, a hemopericardium was evacuated, and the chest was closed. On (B)(6) 2022 here was a concern with new onset aphasia. Metabolic encephalopathy was suspected in the setting of the recent surgery. There was intubation/sedation, ongoing opioid analgesia, and post-operative pain. Low suspicion for stoke. There was no evidence of hemorrhage on a computed tomography (CT) of the head, and seizure could not be ruled out. Electroencephalogram (eec) monitoring was recommended for 24 hours for further assessment. Anticoagulation was continued. It was reported the patient was able to comprehend the object name with repeated stimulation, but not able to assess repetition. No other focal neurological deficit or cortical sign was noted on exam. On (B)(6) 2022 the patient's international normalized ratio (inr) was 6.8. Warfarin was held and 1 dose of vitamin k was given. On (B)(6) 2022 inr was 1.7 and hemoglobin was 7.6. Packed red blood cells were given and hemoglobin trended up 8.9>9.7.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15may2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and neurologic dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 "surgical procedures" provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. Section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also contains a section on "blood leak diagnosis", and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. No further information was provided. The manufacturer is closing the file on this event.